Event description:
Technician alleged that the head of the bed will not go up or down when the button on the siderail was pressed. No patient impact.

Manufacturer narrative:
Technician stated nurse control was loose on the patient left foot siderail. The technician reconnected the nurse control on the patient left siderail to resolve the issue.